Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the colon for a large polyp during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, physician had removed a large polyp and was trying to close it with the clip. However, the clip would not deploy from the catheter. They tried to jiggle it off, but the barrel of the handle fell off. They used a hemostat to grab the internal wire to manually deploy, but it was unsuccessful as well. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.